Event description:
Hosp advised that an IV infusion was set up to infuse on channel b at a rate of 50cc/hr. At 1/2 liter bag was hung at 8:00 am. At the end of the 12 hr shift, he total volume infused was greater than 900cc and there were 200 ccs remaining in the bag. There was no pt consequence.